Manufacturer narrative:
H3: product analysis of part # kpt1502 ; lot # 217265665. Analysis summary: visual and functional inspection confirmed the syringe has some dried media in the tube of the syringe and on the outside of the lcd screen. Presence of dried contrast media in the tube of the syringe indicates that the syringe has been used at least one time. Functional inspection confirmed the display would not power on. It appears the syringe is leaking on the back side where the cylinder connects to the pressure monitoring portion. The fitment of the pressure sensor may have come loose. This could cause the syringe not to build pressure and leak. Unable to test for leak due to the dried media in the syringe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with primary osteoporosis, compression fracture suggested for spinal therapy. Procedure used was balloon kyphoplasty. Event occurred intra-op. It was reported the event occurred when the balloon was placed in the vertebral body and contrast medium was filled in. The contrast medium leaked from the gap beside lcd monitor of the inflation syringe. When the handle was rotated, the pressure of the balloon did not rise, and it was noted when feeling suspicious. After that, even though the handle was rotated, the contrast medium leaked and the balloon could not be inflated, so another inflation syringe was used to cope with the problem. No patient symptoms or further complications reported. Device is being returned.